Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an trident acetabular shell. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the trident shell loosened.